Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two-piece nxt connector had been assembled on the 4 fr groshong tubing. A functional test revealed a leak in the catheter 1mm from the tip of the connector oversleeve. A microscopic examination of the leak site revealed a breach in the circumferential direction. The adjoining surfaces of the breached tubing were uneven and granular. A crease in the tubing extended from the terminus of the breach. A tactual investigation revealed preferential kinking across the circumferential split in the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. A breach can form in the catheter tubing if the catheter is in a location that is vulnerable to bending. Repeated flexing and kinking can damage the catheter. No defects related to the manufacturing process were noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, leakage occurred near the insertion site during administration of an anticancer agent and redness was observed on the patient¿s skin. The patient is receiving ointment for the treatment of redness.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, leakage occurred near the insertion site during administration of an anticancer agent and redness was observed on the patient¿s skin. The patient is receiving ointment for the treatment of redness. No other information was provided.